Event description:
Socrates registry, subject ID: (B)(6). It was reported that a flush port detachment occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Preparation steps were followed without a reported issue. The catheter was introduced into the left atrium. Following ablation of one vein, the flush port broke off the catheter. The farawave catheter was removed from the left atrium and replaced with another farawave catheter. The procedure was completed successfully. No patient complications were reported. The farawave catheter was returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR: upon device return and inspection, it was observed that the flush luer detached from the flush port. The reported event was confirmed via analysis.

Event description:
Socrates registry, subject ID: (B)(6). It was reported that a flush port detachment occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Preparation steps were followed without a reported issue. The catheter was introduced into the left atrium. Following ablation of one vein, the flush port broke off the catheter. The farawave catheter was removed from the left atrium and replaced with another farawave catheter. The procedure was completed successfully. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.

Event description:
It was reported that a flush port detachment occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Preparation steps were followed without a reported issue. The catheter was introduced into the left atrium. Following ablation of one vein, the flush port broke off the catheter. The farawave catheter was removed from the left atrium and replaced with another farawave catheter. The procedure was completed successfully. No patient complications were reported. The farawave catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.